Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, the physician reported difficulty pushing the associated lead into the header of this device. The system was ultimately implanted and to date no further issues have been reported with the device.